Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: control unit is dirty due to water leakage. The probable cause (a burned plastic distal end cover (c-cover)): based on the information obtained, it was not possible to identify the exact cause of the incident. However, it is possible that high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a dirty control unit and a burned plastic distal end cover (c-cover). There was no patient involvement.